Event description:
Allegedly, patient fell while hunting and stem was broken at neck requiring revision. Component had been implanted for 11 years 9 months.

Manufacturer narrative:
Conclusion: no conclusion can be drawn.

Manufacturer narrative:
Per FDA, reopened file as a reportable malfunction in order to report as part of a retrospective review of ceramic heads. This is the same event as 1043534-2012-01175, 01176, 01177.